Event description:
A patient unable to disable MRI mode and activate therapy was reported to abbott. Based on the information received, the event is consistent the loss of the bluetooth pairing bond while in MRI mode.

Manufacturer narrative:
Based on information obtained the device is included in the neuromodulation implantable pulse generator (ipg) unable to exit MRI mode advisory notice issued by abbott on (B)(6) 2023. Fsca number is pending.

Event description:
Additional information received indicates that a manufacturer rep met with the patient to troubleshoot. However, the ipg was not in MRI mode and external devices connected to the ipg with no issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Corrected data: per additional information, the ipg was not in MRI mode. Hence, h7 and h9 information from initial report are no longer applicable to this event.